Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a connector adapter broke on an ilet pump, and the patient sought guidance on removing the broken piece; support advised using the remaining portion of the adapter and push-twist technique with added grip from rubber gloves or a mouse pad, and stated the pump could be replaced if removal was unsuccessful. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included technical support troubleshooting with user coaching on removal techniques. Investigation of this case revealed a cracked connector consistent with a mechanical break of the adapter. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.